Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The customer had experienced the same malfunction several times, but this was their first contact with technical support. As a result, the malfunctioning pump, which was within warranty, was replaced. The customer did not disclose what type of backup therapy they would use in the interim.